Event description:
It was reported by the customer that a pyxis medbank system when the user retrieved the morphine medication from the bin, it was observed that there was no morphine available in the cubie. It was reported by the customer that there was a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the user retrieved the morphine medication from the bin, it was observed that there was no morphine available in the cubie due to software issue. A technical support specialist created the database backup for dexter and stock transaction to the bin. The system functioned as intended after troubleshooting.